Manufacturer narrative:
Results code: used for catheter. The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt was not getting pain relief. The pt returned twice for pump refills and the device was full both times. The pump contained fentanyl 2000 concentration; 200/day. The hcp was unable to aspirate the catheter during a dye study. The pt was taken to surgery and the pump and catheter were replaced. The pt recovered without sequela.